Event description:
Device was returned for inspection. It appears the unit snapped at the frame that is holding the caster wheel. Chb was able to confirm the customers complaint, but we cannot determine the root cause.

Event description:
The end-user was going to sit down on it and the wheel at the left rear tore off of the frame where it was welded. The patient fell onto on the sidebar and then went over and broke three ribs. 911 was called and end-user was taken to the emergency room.